Event description:
The physician attempted to implant a replacement lead. The physician encountered implanting difficulty while positioning the lead and the procedure was aborted.

Manufacturer narrative:
Additional information: event description. Section d - suspect medical device. Section g - date received by manufacturer; type of report. Section h - device manufacture date; evaluation codes. The evoke 12c percutaneous lead was not returned to saluda for analysis. The root cause of the implanting difficulty while positioning the lead cannot be definitively determined. The manufacturing records were reviewed, and product met all requirements for release.

Manufacturer narrative:
The evoke 12c percutaneous lead was not returned to saluda for analysis. The root cause of the infection cannot be definitively determined. The evoke scs system surgical guide states, "the risks associated with the implantation and use of a spinal cord stimulation system include infection that may require hospitalization with intravenous antibiotic therapy and the patient may require surgery (including revision, explant, and replacement) as a result." The manufacturing records were reviewed and the products met all the requirements for release.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for an infection. The physician¿s evaluation and blood test confirmed an infection and presence of purulent discharge at the evoke 12c percutaneous lead implant site. Antibiotics were administered. A positron emission tomography (pet) scan was performed which confirmed that the infection was localized around the evoke lead implant site. The evoke 12c percutaneous lead was explanted to resolve the reported event.